Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up properly. Battery compartment cracks were found above and below the grip pad. The bolus button cover was torn while the button responded properly. A battery compartment leak and a bolus button leak were observed in a leak test. Pump casing was opened moisture intrusion was evident inside the battery compartment but not inside the pump interior. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked, there was evidence of moisture intrusion, and leaks were found at the battery compartment and the bolus button. This report is made based on the results of investigation completed on 10/07/2015.